Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with unknown antibiotics. On an unreported date, the patient recovered from the peritonitis event. At the time of this report the patient was no longer performing pd therapy. No additional information is available.

Manufacturer narrative:
(B)(4). The peritonitis event occurred on an unknown date in (B)(6) 2014. The device was not returned, therefore, a device evaluation could not be completed. The lot number is unknown, therefore, a batch review was not performed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.